Manufacturer narrative:
(B)(4). The analysis results found that the device arrived the analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a colon resection procedure, the doctor was stapling across his anastomosis to close the bowel. He fired the device and when he opened the device, he says there were no staples in the cartridge. Case completed with another device of the same product code. There were no patient consequences reported.